Manufacturer narrative:
The drive support disk was inspected and no anomaly noted. The device had minor scratches on lcd window, cracked case at display window corners, and cracked battery tube threads.

Manufacturer narrative:
(B)(6). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was dropped on the floor. It was stated that the drive support cap is protruded. The insulin pump has a scratched lcd screen but the display is readable. Blood glucose value is 259 mg/dl. Nothing further reported.